Manufacturer narrative:
Results: examination of the lot history record showed that the lot passed all acceptance criteria. Conclusions: device was implanted in patient, so not accessible for testing.

Event description:
Post procedure, the patient reported chest pain and was tested to have elevated cardiac enzyme biomarkers (troponin, ck, and ckmb). This patient also had a dissection (distal tryton stent edge of diagonal) during the procedure. As a result, an additional stent was placed to cover this lesion. The doctor also noted that the mb disease appeared to be approximately 30 mm. Two separate stents were placed thereafter in the mb to treat this disease. The final patient outcome was recovered/resolved. What was the target lesion? Mid-lad / 1st diag. What was the medina classification? 1.1.1. What was percent stenosis? 90% lad, 60% diagonal. Was the device used for a chronic total occlusion (total occlusion > 3 months)? No. What was the degree of calcification (none/low/medium/high)? Low. What was the degree of tortuosity (none/low/medium/high)? None. What was the angle of the bifurcation? 45. What guide catheter (size and type) was used? 7fr xb guidecath. Did the device prep normally (i.e. Maintain negative pressure)? Yes. Was there any resistance/friction while inserting the balloon through the rotating hemostatic valve? No. Was there any resistance/friction while inserting the balloon through the guide catheter? No. Was predilatation of the mv and sb performed prior to attempting to place the tryton stent? Yes. Was there difficulty reaching the lesion? No. Was there difficulty crossing the lesion? No. Were multiple dilatations performed during the attempt to place the tryton stent? No. Was the tryton stent removed between dilatations? No.